Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg)'s battery compartment was broken. Analysis however determined that there was a backlight issue from the connector on the main printed circuit board (pcb) and the display wires were pinched with wire insulation exposed. It was noted that the upper case, lower case and hanger assembly were broken. It was further noted that the keypad was scratched. Additionally it was noted that the encoder assembly, two knobs, battery drawer, display frame, hanger screw and two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery compartment on an external pulse generator (epg) was broken. The epg was returned for servicing. There was no patient involvement.